Event description:
The reported event was that an airseal 5mm trocar was placed, possibly on the right flank, and could potentially have been related to an injury sustained by the patient, who then expired intra-operatively. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).